Manufacturer narrative:
(B)(4). Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.

Event description:
It was reported that, the customer received with critical pump error. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.